Event description:
Through implant patient registry and investigation it was learned that a 25mm 11500a aortic valve was explanted and replaced via full sternotomy with a 23mm 11500a post decannulation while in the or due to aortic annular bleeding. Per medical records the patient presented with bicuspid aortic valve with severe stenosis and mild regurgitation, and underwent mini avr and laa clip with a 25mm 11500a valve. It is noted the native aortic valve was heavily calcified and excised down to the level of the annulus. Post implant there was good coaptation of the valve to the annulus and the coronary vessels were clear of any obstruction. The patient was weaned from cpb and decannulated. Post decannulation it is noted there appeared increasing hematoma in the periaortic area extending into the interatrial septum. It is noted the concern was that this hematoma might be feeding from the lvot. A decision was made to re-cannulate and convert to sternotomy procedure, avr replacement and to repair the aortic root pathology. The 25mm 11500a was explanted, the aortic root and annulus re-inspected , there was some bleeding into the tissues underneath the left annulus . The area was repaired. A 23mm 11500a aortic valve was implanted. The patient was weaned from cpb. The patient tolerated the procedure and transferred to the ICU in critical but stable condition. Per the surgeon there was no malfunction of the 23mm 11500a valve.

Manufacturer narrative:
Updated b5 and h6 per new information received.

Manufacturer narrative:
A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed including aortic annular bleeding post decannulation. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Aortic tears, or a tear of the aortic wall, may occur as a complication of cardiac surgery involving a diseased aortic root. Aortic tears are life threatening conditions that require urgent intervention. The device was not returned for evaluation, as there was no device malfunction. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry and investigation it was learned that a 25mm aortic valve was explanted and replaced via full sternotomy with a 23mm valve post decannulation due to aortic annular bleeding. Per medical records the patient underwent mini avr and laa clip with a 25mm inspiris valve. Post implant there was good coaptation of the valve to the annulus and the coronary vessels were clear of any obstruction. The patient was weaned from cpb and decannulated. Post decannulation it is noted there appeared increasing hematoma in the periaortic area extending into the interatrial septum. A decision was made to proceed recannulate and convert to sternotomy procedure, avr replacement and to repair the aortic root pathology. The 25mm valve was explanted; the aortic root and annulus were re-inspected, there was some bleeding into the tissues underneath the left annulus . The area was repaired. A 23mm aortic valve was implanted. The patient was weaned from cpb. The patient tolerated the procedure and transferred to the ICU in critical but stable condition.